Event description:
Event description: per cnf, it was reported that: during the procedure, an event occurred in which the guidewire got stuck when it was attempted to advance the catheter into the right pulmonary vein. The coil inside the catheter was damaged, causing the wire to move poorly; therefore, the catheter and wire were replaced. Infected: unknown infection name: unknown diagnosis or treatment: unknown resolution: different device used (same model) where did event occur: inside the patient outcome: no patient injury first time the unit was used: unknown tested prior to use: unknown used before expiry date: unknown physician comment: the physician reported that it was important to approach another pulmonary vein with the wire firmly pulled into the catheter. Generator used: unknown ablation catheter used: unknown other used: unknown.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The ribbon broke right at the weld. There is evidence of necking on both sides of the ribbon fracture point, which would suggest that this fracture was due to tensile overload. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. There is an open coil present just at the proximal weld. No other damaged was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used", and/or "incompatible device used" appears to have impacted on the event as reported. As indicated in the IFU (information for use) warnings and precautions sections: excessive force against resistance may result in separation of the guidewire tip, damage to the catheter, or vessel damage. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.